Manufacturer narrative:
Zoll has not received autopulse lifeband for investigation. A supplemental report will be filed when the product is returned, and the investigation has been completed. However, zoll territory manager tested the autopulse platform at the customer's location using both the second lifeband (lot# 168485) and a brand-new lifeband that was taken from the inventory. The autopulse platform performed flawlessly, with no error messages or other indications of malfunction. The reported complaint of the belt guard not "clicking" into place did not affect the overall functionality of the platform and the lifeband.

Event description:
The autopulse platform (sn (B)(6) was used to resuscitate a 79 years old male patient (~200lb) in cardiac arrest. The cardiac arrest was witnessed by the responding ems crew. The crew immediately started CPR and secured an airway. The user installed the new lifeband (lot# unknown) to use with the platform, the patient was properly positioned and the device was turned on, however, the platform could not make compressions. There were no user advisories displayed on the autopulse platform. The crew attempted to troubleshoot the unit multiple times without any success. The crew reverted to manual CPR for about 32 minutes during the transport to the hospital. However, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced in the hospital. Per the reporter, the patient's death was not related to the autopulse platform. After the call, the lifeband was examined, and found that the belt guard was not "clicking" into place as it should. The second new lifeband (lot# 168485) was placed, however, the same issue was noted also. Per the reporter, upon examining the lifebands, it appears that the lifeband belt guard on one side that latch into the autopulse platform will not click into place as expected. The third lifeband was installed and the platform worked properly. The first lifeband used during the call was disposed of by the customer and will not be returned for evaluation. Please see the following related MFR reports: MFR 3010617000-2023-00471 for autopulse lifeband 1 of 2 (lot# unknown).